Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported gripper actuation issue appears to be related to the gripper line break and it therefore attributed to procedural conditions/user technique. However, a definitive cause for the reported gripper line break could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two clip delivery systems (70801u196, 70802u101) referenced in describe event or problem are filed under separate medwatch reports.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 70714u125) was advanced to the left atrium. When the clip was opened to the 180 degrees, the grippers did not raise. The cds was removed and replaced. The second cds (70801u196) was advanced to the mitral valve. Grasping was performed, but noted to be difficult and a posterior leaflet tear was noted. The clip was implanted, reducing mr to 3. The third cds (70802u101) was advanced to the mitral valve, and the clip was placed; however, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), and an anterior leaflet tear was noted. The mr returned to 4. The patient was confirmed to be stable and was sent to mitral valve replacement (mvr) surgery for treatment. No additional information was provided.